Event description:
The following provides a timeline with a description of the events taking place in 2005: 8:20am: pt was found lethargic and blood glucose was tested. Result was 65 mg/dl. Nurse administered glucose under the pt's tonque. 8:25am: pt was still difficult to arouse and blood glucose was tested again with the result of 167 mg/dl. 8:30am : blood glucose was checked again with the results in the 80 mg/dl range. 8:35am: nurse tested the pt using a second meter and the result was over 500 mg/dl. Paramedis were called. 8:45am: paramedics arrived and tested the pt using their meter. The result was 83 mg/dl.